Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Doctor reports that she torqued the abutment screw (iunihg) in at 30-35 ncm and the top 2/3 of the screw fractured off. It has one lip above and 3/4 of the surface fractured flat. Tooth site #7.